Event description:
At about 7 years 5 months after the primary, revision surgery was performed due to stem loosening. Amistem h was revised to amistem-c stem and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 april 2023: lot 145422: (B)(4) items manufactured and released on 10-oct-2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Manufacturer narrative:
On (B)(6) 2023 we have received the x-rays and were analysed by the clinical affairs department: revision 7 years and 5 months after the primary tha, in a 69 year old female patient due to stem loosening. Amistem h was revised to amistem-c stem and the surgery was completed successfully. In the radiographic image, signs of stress shielding are visible. As no other radiographic images are available, we cannot reconstruct the history of this case, so we cannot determine if the stress shielding intervened subsequent to secondary stem subsidence or it was an early reaction of this patient to the prosthetic stem. On june 07th 2023 we have received the item involved in the event and has been analysed by the r&d project manager: looking at the stem body an opaque white film is visible on approximately half of the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place when adequate bone contact was achieved at the time of surgery. Some signs of minor damage (considering also burns) and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported.